Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was displaying the error message of ¿error 2¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message keeps on appearing on the subject meter. She can¿t remember the exact date when it first appeared, however, she states she performs a glucose test every morning at 9 am. The patient did not specify how she usually manages her diabetes and claims that she did not made any changes to her usual diabetes management regimen. The patient states that immediately after she received the error message on (B)(6) 2019 at 9 am, she developed symptoms of feeling ¿nauseous, clammy and dizzy¿. The patient denied receiving any treatment or medical intervention in response to the alleged issue. It is not reported if she used any other device to test her blood glucose. During troubleshooting, the csr noted that it was not the first time the patient had used the subject meter and the csr confirmed that the correct testing process was being followed with the correct test strips. After pressing the power button, the csr confirmed that the error message did not occur and based on the information provided by the patient, there was no misuse of the product. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.